Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. Assisted the customer to run the self test and passed. During the call, the customer mentioned being hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading was 450mg/dl by the time the paramedics arrived, and she was vomiting, fell dizzy, and had headaches. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.